Event description:
Medtronic ilr, carelink issue - failed export transmission resulting in a manual download of 1265 days of data. Carelink¿s failure to generate or send clinically significant reports for patients with implantable cardiac devices for remote monitoring puts patients at risk for harm, including death. Manufacturer response for implantable loop recorde, linq ii (per site reporter). Manufacturer response for analyzer, pacemaker generator function, carelink smartsync (per site reporter).